Event description:
The company was informed that the pt was prescribed a course of antibiotics (type unknown) for redness on the wound. Advanced bionics is in the process of gathering more info; once more info is available, a supplemental report will be submitted.